Manufacturer narrative:
On 7/12/2019, according to the information provided, it was reported that the tissue expander was put in the patient and when the doctor went to fill the expander it would not fill properly so he removed it in case it was defective during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected and the fluid was removed without difficulty. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Tissue expander breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: inflation problem. Concomitant medical products: a mentor cpx 4 breast tissue expander 450cc. , catalog number 3548212, serial number (B)(4), lot number 7680439. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor cpx 4 breast tissue expander 450cc. The tissue expander was put in the patient and when the surgeon went to fill the expander it would not fill properly. The surgery was delayed by five minutes but there was no report of this causing any issue for the patient. The replacement device was implanted without issue on (B)(6) 2019.